Event description:
The pt reportedly experienced an ear infection. The pt's device was explanted. The pt is currently being monitored. Advanced bionics is in the process of gathering more info. Once more info becomes available, a supplemental report will be submitted.